Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. However, the malfunction recurred after the reset, leading to the decision to replace the pump as it was out of warranty.